Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module and overhead blower filter was observed. The device's active exhalation control module and overhead blower filter were replaced due to contamination. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module and overhead blower filter was observed. The device's active exhalation control module and overhead blower filter were replaced due to contamination.